Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-17525. It was reported the pt experienced uncomfortable heating while charging. Subsequently, the pt received a low energy replacement charging system and was advised of the modified charging guidelines. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in a field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Reports: 1627487-2013-17525, 1627487-2015-03352 & 1627487-2015-03353. Additional historical information from the medical chart review clarified the patient's entire scs system was explanted on (B)(6) 2014. It was also noted the patient stopped using the scs system in 2013 due to ineffective stimulation. The scs leads are being reported respectively as device 3 and device 4.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Reports: 1627487-2013-17525, 1627487-2015-03352 & 1627487-2015-03353. After further investigation it was determined the patient stopped using her system in the year of 2014 and not 2013 as previously reported.